Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-01361, 1627487-2021-01363, 1627487-2021-01364. It was reported that patient experienced left shoulder pain and swelling after a fall. Imaging confirmed left lead and anchor migration. Surgical intervention may be pending to address the issue. It is unknown which lead and anchor migrated, so both leads and both anchors are being reported.